Event description:
(B)(4). After receiving essure, I began to experience very painful menstrual cycles with heavy bleeding, they were so painful that I was left curled into a ball on the couch in tears. From (B)(6) 2014, I continued to have very painful periods. (B)(6) 2014, my period never came and was hit by a ton a different side affects all at once. I had pain in my abdomen, dizziness, headaches, brain fog, severe bloating, extreme fatigue. I was experiencing a lot of pain on my right side, so I had an ultrasound done and a 2cm mixed mass was found on my right ovary. I still have very pain periods, cramping that comes and goes whenever and I only have a period every 2 months, so when I do have a period, it's painful. I often itch all over as I am allergic to nickel and I still today (B)(6) 2015, have all of these symptoms and side affects! Almost exactly 1 year later after getting essure, (B)(6) 2015, I went to the hospital with severe abdominal pain and found out that I was having issues with my gallbladder with stones and had to have surgery to remove it.

Event description:
(B)(4). As I was continuing to have really bad pelvic pain and painful periods my doctor ordered a ultrasound which came back "normal" so then he ordered a CT scan, that also came back "normal". But I was still having persistent pain so he ordered to have a laparoscopy done which I had done on (B)(6) 2015! When my doctor got inside he found that my intestines and my appendix were fused together with a bunch of adhesions and scar tissue. The majority of it was removed but my appendix is still a lil fused to my abdominal wall! He also found that my uterus was mushy probably resulting in adenomyosis, which he said could explain a lot of my issues with the pain. I will be having a hysterectomy sometime in (B)(6) of 2016 removing everything but my ovaries.

Event description:
#Medwatcher #followup1 #fdamw5042524 #(B)(4). I forgot to mention that after getting essure I have horrible and painful bowl movements, I often get horrible headaches and I'm always super fatigued. The bloating that comes along with my period is like nothing I've ever experienced before, I look like I'm 6-7 months pregnant from how sever the bloating is. I have never in my life had a problem with period cramping/pain or bloating.